Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr203b implantable pulse generator implanted: 2000-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high/unstable thresholds, no capture, and lead fracture appeared on flouroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.